Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/18/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The battery compartment and threads were undamaged. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up and functioned properly. The reported casing issue was not verified during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery compartment was cracked and the cap was damaged. It was reported that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.